Event description:
Home health nurse states she is getting an error message when turning on pump, and then it stays displaying `system timeout` along with a continuous beep. She tried changing batteries as well as using the ac powder adapter and the pump continues to error out. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? No. Is the actual device available for investigation? Yes. Upon patient return did we replace device? Yes. What is the outcome of the event? Resolved? Ongoing? Resolved.